Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when the investigation is completed.

Event description:
On 4/4/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user was hospitalized due to diabetic ketoacidosis (dka). The event occurred on (B)(6) 2024. The user's daughter notified the cds that after an infusion set change the user's blood glucose (bg) rose to over 500 mg/dl. The user was using the convatec inset (23", 6mm) teflon infusion set. The user was taken to the hospital and admitted to the ICU with dka. The user was disconnected from the ilet. On (B)(6) 2024 the cds spoke with the user and the daughter. The user will be restarting the ilet and switching to the convatec inset (23", 6mm) steel cannula infusion set. Also, per the user's healthcare provider (hcp) the user is to avoid attaching infusion sets to their abdomen, use only the steel cannulas, and take 4 units of tresiba to help prevent dka if issues with the infusion reoccur.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting and all cgm alerts were not changed from factory defaults (all on/high). Body weight was not changed after initial setup on 2024-03-25. Data for the described event date of 2024-04-03 was reviewed. The last cartridge and infusion set change operations prior to the review date were on 2024-04-02 at 2:10pm. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report shows the user's cgm glucose was in range until 12:58 pm on 2024-04-02, after which point cgm glucose stayed above range throughout the event. No evidence of device malfunction were found in the engineering logs. The ilet was appropriately triggering the high glucose alert as well as supply change alerts. The ilet was also found to be continuously making requests for insulin delivery in 5-10 minute intervals throughout the high event except when the insulin cartridge was empty, an occlusion was triggered, or when a supply change was not completed. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes, ilet report and device logs, the ilet operated as intended. The assignable cause for this hyperglycemic event is a failed infusion set. According to the case notes, it appears the user did not follow the ketone action plan and disconnect from the ilet to take an injection of insulin, which likely contributed to the severity of this event. Appropriate mitigations have been put in place by this user's hcp.